Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hyperglycemic event after announcing a smaller-than-usual meal and eating half of a regular bagel instead of her typical low-carb bread, resulting in a blood glucose rise from 145 mg/dl to a peak of 223 mg/dl and remaining above 180 mg/dl for about two hours; the user also announced a meal without eating in an attempt to lower glucose and later received education on appropriate ilet meal announcements. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included no medical intervention, no ketone testing, no assistance required, and no hospitalization. Investigation included case review and user education on proper meal announcement usage to avoid inappropriate insulin dosing. Investigation of this case revealed user technique and meal misestimation as the contributors, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement and carbohydrate intake variance.